Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the left ventricular (lv) lead was unable to be implanted after three attempts. The lead electrode was broken, and lead cables were detached. The physician elected not to implant the lv lead. The patient was stable.

Manufacturer narrative:
The reported event of connector pin and connector cap had come off was confirmed. Visual inspection of the lead found that connector pin and connector cap were pulled out of the connector assembly consistent with procedural damage. The cause of reported event was isolate to procedural damage.